Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was increased pacing lead impedance (pli) noted on the right ventricular lead. Diagnostic imaging was performed, and no visual abnormalities could be seen. No intervention will be performed at this time, and the patient was stable and will continue to be monitored.